Event description:
Per clinical review, the electronic patient gas system (epgs) had calibrated and passed calibration without issue.

Manufacturer narrative:
Corrected block: b5. Per data log analysis, there was no indication of a problem in the gas system log. The gas system was running at about four liters per minute (l/min) on average.

Manufacturer narrative:
Updated blocks: h3, h6 and h9. The reported complaint was confirmed. Multiple diligence attempts for additional information and part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The electronic patient gas system was returned and contained a flowmeter that was part of the known population related to the referenced recall. The symptoms that the user saw were consistent with the recall so additional testing was not needed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) downloaded the logs and did no further evaluation. Software data logs were received by the manufacturer on 17-may-2019.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a disparity of 0.5 liters per minute (l/min) between the central control monitor (ccm) and the external flow meter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during the procedure the team noticed that the flow from the electronic patient gas system (epgs) to the oxygenator, through the external flow meter, was approximately 0.50 l/min higher than their set point. The perfusionist did not recall what was the actual reading on the ccm. There was no apparent leaks in the gas system set up. The team was able to adjust the sweep down from the ccm without issue, and used their external flow meter as the true flow rate. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.